Event description:
Report from nurse in the field. On saturday I arrived at pts home. I got the pt all set up, had hydration primed and hooked to pt. When I went to run it at 900 ml/hr, it beeped that it needed charging. I got charger cord plugged it into two outlets and it still wouldn't work. I asked the pt and her husband if they had any electrical problems and they stated no. Luckily, I had my own sapphire pump. I then plugged it in to the same power cord and it charged. So, with that being noted that the pts pump was the issue and not the cord. I switched her fluids over to my pump and used my pump for the infusion. FDA safety report ID # (B)(4).